Event description:
Supplemental required for additional information.

Manufacturer narrative:
The device was returned and tested with the alarm returned. The sensor pad passed testing and found to function normally. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file #(B)(4).

Manufacturer narrative:
Reference medwatches 2020362-2018-00045 and 2020362-2018-00046 for associated products. Product is scheduled to be returned but have not been received in by manufacturing at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventive actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file #(B)(4). No product returned at this time.

Event description:
Customer reported the alarm did not sound when the patients weight was removed from the sensor pad. As a result the patient fell out of the bed and was found on the floor by the nurse. The patient was taken to hospital and received a cat scan. It was found that she had bleeding in her head. The date the injury occurred was not reported.